Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the patient misjudged how much space she had when driving the chair and went down a set of stairs in the chair. The chair landed on top of her, there was significant damaged to the chair. Provider states some of the damage includes the seat rails bent, round tubing is bent, cross member in the back, one of the back canes, bottom of seat rails is snapped, leg rest weldments, joystick damaged, leg rest footplate came off and housing and latches broke, both right casters were not fully touching the ground, rear is completely frozen in the air, left casters damaged as well. Provider states the consumer was transported to the hospital and received cat scan and x rays, minor abrasion of lower back hips and nose, minor head injury, consumer was wearing the seat positioning strap and was released from the hospital that day. Provider states the accident was at no fault of the chair. No additional information provided.